Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. B.2 exact date of death is unknown.

Event description:
The complainant reported a patient was on impella cp support and after the implant, the impella cannula kinked just below the outlet and was unable to flow higher than 0.8. The pump was explanted and was replaced. The patient expired on support of the replacement pump.

Manufacturer narrative:
Impella cp was returned for evaluation. Low pump flow: upon visual inspection, a minor kink was noted on pump cannula just distal of the outflow cage. Data logs were reviewed and rt log of case showed multiple instances of low flow with lack of motor current pulsatility during 4 minutes of pump run. Clinical details noted that a cannula kink was observed during the pump run and pump was not able to run higher than 0.8l/min. The root cause of the low pump flow was most likely due to a cannula kink based on returned product and data log analysis, however, the cause of the cannula kink was not noted. Product damage (cannula kink): returned product analysis showed a minor kink just distal of the outflow cage along the cannula. Clinical details noted that a kink was observed during the case and pump was not able to flow higher than 0.8l/min. The root cause of the product damage was most likely due to a cannula kink, however, the cause of the cannula kink could not be definitively determined as limited clinical details were provided.